Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with broken belt clip rail. Unit received with fading serial number label. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen was completely blank. The customer¿s blood glucose level was 317 mg/dl. Troubleshooting was performed. The device had not been bumped or dropped. The battery compartment was neither damaged nor corroded. They inserted a new battery but the display did not return. The device will be replaced and returned for analysis.